Event description:
The customer's mother reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer's mother stated when tried to change date and time the numbers started to scroll rapidly and when she presses any button it doesn't respond. The customer's mother stated that there is no significant event leading to the keypad issue. The customer's mother was advised that the device would be replaced and agreed to return the product for analysis. The customer's mother was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected battery alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the display window, and a stained end cap sticker. The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted.